Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("one coil migrated to the uterine cavity"), device dislocation ("one coil migrated to the peritoneal cavity/malposition of essure device location of device: uterine and peritoneal cavities,"), pregnancy with contraceptive device ("she was pregnant"), abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding (general)") and surgery ("surgery (other)") in a 30-year-old female patient who had essure (ess205) (batch no. 624001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "during implantation of the left side the first coil became bent and had to be removed ((B)(6) 2007)." And device ineffective "device ineffective". The patient's past medical history included multi gravida and parity 4. Concurrent conditions included morbid obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 4 months 12 days after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), surgery (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("heavy bleeding during menstruation/ abnormally long menses/abnormal bleeding ( menorrhagia),"), dysmenorrhoea ("abnormally severe pain during menstruation"), abdominal pain lower ("abdominal cramping even when not menstruating / severe lower abdominal pain"), back pain ("back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems condition"), fatigue ("fatigue"), weight increased ("weight gain"), complication of device insertion ("during implantation of the left side the first coil became bent and had to be removed ((B)(6) 2007)."), headache ("headaches") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2016 underwent a hysterectomy) and surgery (on (B)(6) 2016 underwent a hysterectomy). Essure (ess205) was removed. At the time of the report, the device expulsion, device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, surgery, vaginal haemorrhage, mental disorder, fatigue, weight increased and complication of device insertion had not resolved and the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, headache and migraine outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, arthralgia, back pain, complication of device insertion, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, pelvic pain, pregnancy with contraceptive device, surgery, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, almost all of patient symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: migration of the essure on (B)(6) 2007 - hysterosalpingogram - one coil migrated to the uterine cavity and the other to the peritoneal cavity. There was also free spillage of contrast dye from the left fallopian tube. (B)(6) 2007: hysterosalpingogram (per mr) impression: there are 2 radioopaque linear densities, presumably for the purpose of sterilization neither of which are in the fallopian tubes. 1 of them is in the uterine cavity and the other apparently in the peritoneal cavity. There appears to be free spillage of contrast from the left fallopian tube, indicating tubal patency. I do not see definite spillage from the right tube there is a well circumscribed filling defect in the superior aspect of the uterine cavity, possibly a submucosal fibroid or endometrial polyp. Suggest pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one coil migrated to the uterine cavity"), device dislocation ("one coil migrated to the peritoneal cavity/malposition of essure device location of device: uterine and peritoneal cavities,"), pregnancy with contraceptive device ("she was pregnant"), abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding (general)") and surgery ("surgery (other)") in a 30-year-old female patient who had essure (ess205) (batch no. 624001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "during implantation of the left side the first coil became bent and had to be removed ((B)(6) 2007)." And device ineffective "device ineffective". The patient's medical history included multi gravida and parity 4. Concurrent conditions included morbid obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 4 months 12 days after insertion of essure (ess205). In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("heavy bleeding during menstruation/ abnormally long menses/abnormal bleeding ( menorrhagia),"), dysmenorrhoea ("abnormally severe pain during menstruation"), abdominal pain lower ("abdominal cramping even when not menstruating / severe lower abdominal pain"), back pain ("back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems condition"), fatigue ("fatigue"), complication of device insertion ("during implantation of the left side the first coil became bent and had to be removed ((B)(6) 2007)."), headache ("headaches") and migraine ("migraines"), underwent surgery (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016 underwent a hysterectomy). Essure (ess205) was removed. At the time of the report, the device expulsion, device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, surgery, vaginal haemorrhage, mental disorder, fatigue, weight increased and complication of device insertion had not resolved and the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, headache and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, arthralgia, back pain, complication of device insertion, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, pelvic pain, pregnancy with contraceptive device, surgery, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, almost all of patient symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: migration of the essure. On (B)(6) 2007 - hysterosalpingogram - one coil migrated to the uterine cavity and the other to the peritoneal cavity. There was also free spillage of contrast dye from the left fallopian tube. (B)(6) 2007: hysterosalpingogram (per mr). Impression: there are 2 radioopaque linear densities, presumably for the purpose of sterilization neither of which are in the fallopian tubes. 1 of them is in the uterine cavity and the other apparently in the peritoneal cavity. There appears to be free spillage of contrast from the left fallopian tube, indicating tubal patency. I do not see definite spillage from the right tube there is a well circumscribed filling defect in the superior aspect of the uterine cavity, possibly a submucosal fibroid or endometrial polyp. Suggest pelvic ultrasound. Lot number: 624001, manufacture date: 2007/03, and expiration date: 2009/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of product technical complaint. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("one coil migrated to the uterine cavity"), device dislocation ("one coil migrated to the peritoneal cavity/malposition of essure device location of device: uterine and peritoneal cavities,"), pregnancy with contraceptive device ("she was pregnant"), abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding (general)") and surgery ("surgery (other)") in a 30-year-old female patient who had essure (ess205) (batch no. 624001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "during implantation of the left side the first coil became bent and had to be removed ((B)(6) 2007)." And device ineffective "device ineffective". The patient's past medical history included multi gravida and parity 4. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 4 months 12 days after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), surgery (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("heavy bleeding during menstruation/ abnormally long menses/abnormal bleeding ( menorrhagia),"), dysmenorrhoea ("abnormally severe pain during menstruation"), abdominal pain lower ("abdominal cramping even when not menstruating / severe lower abdominal pain"), back pain ("back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems condition"), fatigue ("fatigue"), weight increased ("weight gain"), complication of device insertion ("during implantation of the left side the first coil became bent and had to be removed ((B)(6) 2007)."), headache ("headaches") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2016 underwent a hysterectomy) and surgery (on (B)(6) 2016 underwent a hysterectomy). Essure (ess205) was removed. At the time of the report, the device expulsion, device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, surgery, vaginal haemorrhage, mental disorder, fatigue, weight increased and complication of device insertion had not resolved and the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, headache and migraine outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, arthralgia, back pain, complication of device insertion, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, pelvic pain, pregnancy with contraceptive device, surgery, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, almost all of patient symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: migration of the essure. On (B)(6) 2007 - hysterosalpingogram - one coil migrated to the uterine cavity and the other to the peritoneal cavity. There was also free spillage of contrast dye from the left fallopian tube. (B)(6) 2007: hysterosalpingogram (per mr) impression: there are 2 radioopaque linear densities, presumably for the purpose of sterilization neither of which are in the fallopian tubes. 1 of them is in the uterine cavity and the other apparently in the peritoneal cavity. There appears to be free spillage of contrast from the left fallopian tube, indicating tubal patency. I do not see definite spillage from the right tube there is a well circumscribed filling defect in the superior aspect of the uterine cavity, possibly a submucosal fibroid or endometrial polyp. Suggest pelvic ultrasound. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition, migraines, headaches, surgery (other), fatigue, weight gain. Lot number added. Historical, concomitant condition and relevant lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("one coil migrated to the uterine cavity"), device dislocation ("one coil migrated to the peritoneal cavity"), pregnancy with contraceptive device ("she was pregnant") and abortion spontaneous ("miscarriage") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 4 months 12 days after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("heavy bleeding during menstruation/ abnormally long menses"), dysmenorrhoea ("abnormally severe pain during menstruation"), abdominal pain lower ("abdominal cramping even when not menstruating / severe lower abdominal pain"), back pain ("back pain"), arthralgia ("hip pain") and uterine pain ("uterine pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2016 underwent a hysterectomy). Essure (ess205) was removed. At the time of the report, the device expulsion, device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, arthralgia and uterine pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, arthralgia, back pain, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine pain to be related to essure (ess205). The reporter commented: since her removal surgery, almost all of patient symptoms have resolved, though some remain. Diagnostic results: on (B)(6) 2007 - hysterosalpingogram - one coil migrated to the uterine cavity and the other to the peritoneal cavity. There was also free spillage of contrast dye from the left fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.